Event description:
It was reported that the ilet device fell from a counter, cracked, and separated such that internal components were visible, consistent with exterior housing damage following an impact. Symptoms included no adverse clinical effects, no alerts, and no alarms. Outcomes included no injury, no medical intervention, and no interruption of therapy reported. Investigation included device history review and complaint review, with return instructions provided for evaluation. Investigation of this case revealed physical damage attributable to external impact, consistent with enclosure fracture and mechanical compromise of the housing. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to impact damage, not a device malfunction.